Event description:
The lead had impedance less than 200 and noise high voltage part of 6947. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).